Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and remaining static for an extended period of time. The customer's blood glucose (bg) was 118 mg/dl. The customer indicated that tandem customer technical support (cts) would be contacted if the issue persisted. The customer did not contact cts regarding the reported issue.